Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ref valve to resolve the issue. The fse verified instrument operation. Customer did not provide patient demographics (weight, age, date of birth, gender) for all five (5) patients.

Event description:
The customer obtained false low sodium (na) and/or false high chloride (cl) results for five (5) patients, involving the au5800 clinical chemistry analyzer. The customer repeated the samples on the same au instrument and obtained sodium and chloride results considered correct. The false sodium and chloride results were reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.